Event description:
It was reported prior to use of the bd vacutainer® edta 2k tubes, one (1) tube had a deformed cap. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-jan-2025 investigation summary bd received one sample and four photos for investigation. The evaluation of the sample and photos revealed the presence of improper assembly, causing the hemogard closure assembly to not be placed on the tube correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of the bd vacutainer® edta 2k tubes, one (1) tube had a deformed cap. There were no health impact or consequences reported.